Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 432-433 mg/dl and high ketones resulting in a visit to the emergency room (ER); cause was not known. Ketone level was identified as dangerous by a healthcare provider. A correction bolus was delivered to address bg prior to the ER visit and intravenous (IV) fluids of saline and insulin were administered as treatment while in the ER. A full system check was performed, and the pump was functioning as intended. No issues were found with the insulin, infusion set, or cartridge. Customer's bg was successfully resolved, and no permanent damage was sustained. The customer was released from the ER two days later.